Manufacturer narrative:
Evaluation summary. No sample has been returned for the report of poor cutting performance and difficulties in removing it from the tray. Because no sample was returned for evaluation, the condition of the product could not be verified. The complaint lot number was identified. A review of the related device history records (DHR) was performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates no additional complaints were associated with the reported lot. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A nurse reported that knives showed poor cutting performance during a cataract surgery. It was difficult to remove from their tray. No patient impact reported. Additional information has been requested but not received to date.